Manufacturer narrative:
The device involved in the event will not be returned for evaluation, it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2014 with a bifurcated device and a competitor device. Reportedly the bifurcated device was used in an off-label manner for right common iliac artery (rcia) occlusion. On (B)(6) 2016 the patient presented with low back pain and within a few days felt heaviness in a leg when walking. Computed tomography was performed on (B)(6) 2016 which revealed that the patient had an occlusion between the proximal portion of the left common iliac artery (near the bifurcation within the stent graft) and a left common femoral artery. On (B)(6) 2016, a secondary procedure was performed to address the occlusion via thrombectomy. During the secondary procedure an additional competitor device was placed. An angiography was performed same day, and blood flow was confirmed through the left common iliac artery to the left external iliac artery. The procedure was successfully completed and the patient is stable.